Event description:
Advocate stated her husband received a blood glucose reading of 137mg/dl on the contour meter, re-tested on a different meter and the reading was 40mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer is expected to returned the test strips. New strips were sent to him.